Event description:
It was reported that during a routine follow up the device displayed an error message related to safety mode. The device was explanted. Should the device be returned this investigation will be updated. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.